Event description:
Facility alleges blood leak during reuse. Occurred approx. 3 minuts into treatment. Treatment stopped; circuit discrded. Estimated blood loss 250cc. Pt restarted on new dialyzer witou fur problems.